Event description:
The manufacturer received information alleging that "the alarm led on the upper part of the trilogy evo device was lit and 'ac power disconnected' alarm occurred. Although attempting to connect to other outlets after unplugging and plugging the ac cord, it was confirmed that the alarm continued to go off, and the ac power led was not lighting up". There was no harm or injury reported. The device was not in patient use. Another attempt was made to "replace the ac power cord with another one, but it was confirmed that the alarm was not resolved. Additionally, when connected to the outlets by using the device that the alarm was resolved and the ac cord for the device that the alarm occurred, it was confirmed that no alarm occurred". The trilogy evo device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Ac power was not recognized during an operational check. The power supply was replaced to address the issue. Additionally, the inline proximal filter was replaced due to dirt observed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00) the device's power supply was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil installed the power supply onto the pil trilogy evo stb and noted that the ac power indicator led was illuminated immediately when ac power was applied. The pil then started therapy with a test lung and ran therapy for approximately 1 hour. The power supply operated without issue. The pil concluded that the power supply operates as designed.